Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via reported that insulin pump had multiple error alarm. Customer's blood glucose was unknown at the time of incident. Customer stated that they were unable to rewind pump. Product will not return for analysis.